Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed unexplainable pump reboots. No battery cap was returned with the pump. A test battery cap secured and maintained electrical connection. The battery compartment was intact and no damage or cracks were observed. There was no evidence of moisture observed inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The intermittent power issue was unable to be duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.